Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.

Event description:
Attorney reported: in early 2006 - the pt underwent an incisional hernia repair procedure with implant of a composix mesh patch. In 2007 - the pt underwent an exploratory laparotomy with removal of the composix mesh patch. Pt suffered an abdominal infection, exposure of the mesh, adhesions, and fusion of several loops of the bowel to the mesh as a result of the failed mesh.